Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient had abnormal pump stops, low flows, and low speed alarms when connected to power module. These alarms were associated with short-to-shield. There were additional pump stop events after change to ungrounded cable, suspected to be phase-to-phase short. There looked to be a controller exchange in the first few lines of log file data. The patient also had an internal fracture and underwent a pump exchange. Had to go on pump (cab). The patient had an oversown aortic valve.

Manufacturer narrative:
Section a2, a4, a5a, a5b, b1, b2, d6, h1: correction. Section d4, h3, h4: additional information. Section d10: a segment of the percutaneous lead (driveline) was returned only. Manufacturer's investigation conclusion: although the pump stops captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be confirmed during the evaluation of the returned segment from heartmate ii lvas, serial number (B)(6). The submitted log file showed pump stops and speed drops below the low speed limit with corresponding low speed advisories on (B)(6) 2020 from 1:55:369 am through 1:56:43 am as well as from 6:14:24 pm through 6:14:48 pm. Additional pump stops were recorded on (B)(6) 2020 that appear to have occurred during the driveline replacement. All of the captured events occurred while operating on the power module. Based on previous complaint experience, the low speed/pump stoppage events recorded in the submitted log file appeared consistent with potential driveline wire damage. An on site driveline repair was performed on (B)(6) 2020 by abbott personnel. The driveline was severed approximately 21" from the controller connector and the distal portion was replaced with no issues. The approximately 21" segment of driveline revealed some breakdown of the metal braided shield approximately 2¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to suspected internal fracture of the driveline. The pump will not be returned for evaluation. There was also incidental finding of cosmetic silicone jacket damage which was revealed during the evaluation of the returned driveline segment. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The heartmate ii lvas IFU includes a "pump performance monitoring" section under "patient care and management" which addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.